Manufacturer narrative:
Manufacturer couldn't identify the suspected product but following are the suspect products: catalog# lot # 7540020 (B)(4)/7540020 (B)(4)/7540020 (B)(4). The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent an unspecified spinal procedure at t3-l1 to treat idiopathic scoliosis. Intra-op, peeling was noticed after three set screw break off tabs had been removed. It couldn't be determined which break off tab peeled among the three. No patient complications were reported.

Manufacturer narrative:
Product analysis : visual review identified the break-off portion of the set screw.unable to analyze the issue with only the break-off portion of the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.